Event description:
It was reported that this patient presented to the emergency room due to inappropriate shocks. A boston scientific technical services consultant reviewed and discussed the episode. The consultant provided options to avoid future inappropriate therapy for this patient. Subsequent inappropriate shocks were delivered, and further discussion and recommendations were provided. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.